Event description:
Per the clinic, the patient developed infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with topical antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and was treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2023.